Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid in the drain bag, stomach pain, dizziness and vomiting. The cause of the events were not reported. One day after the initial symptom onset, the patient went to the hospital. Two days after the initial symptom onset, the patient was treated with unspecified antibiotics (dose, route and frequency were not reported) for the event. At the time of this report, the patient has not recovered from the events. Pd therapy was ongoing. No additional information is available.